Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unit also received with broken off end cap, missing motor assembly, broken battery tube threads, cracked reservoirtube lip, and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.